Event description:
It was reported that the patients ipg did not work as intended. The patient underwent an explant procedure and the explanted device was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.